Event description:
This complaint has been reviewed for the allegation the device switches off and will be reported as a ventilator inoperative. The device was in clinical use at the time of the event. There was no patient harm or injury and will be reported as a product problem. Although there was no patient harm or injury, as the events do not meet the definition of a reportable serious injury complaint per the FDA regulations (21 cfr 803) this event is reportable because the failure could affect the ability of the device to provide therapy to published specifications. The device has not yet been returned to the manufacturer for evaluation. The manufacturer's investigation is ongoing. A supplemental report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The bipap a40 pro (dex3100s13) is substantially similar to the bipap a40 (1111169) and will be reported in the united states under bipap a40, 501k number: k121623.